Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - did the reported issue contribute to any patient adverse consequences? - how many devices demonstrated the alleged deficiency? - did the needle fall into the patient? If so, ¿ was the needle retrieved during the same procedure? ¿ were x-rays taken to locate the needle? ¿ what measures were implemented to retrieve the needle? ¿ was there any additional tissue damage resulting from the search for the needle? - does the needle remain in the patient¿s tissue? If so, ¿ is there any plan in place to remove the needle in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the needle located? ¿ what is the surgeon¿s opinion of the potential consequences for the patient? - please provide the source or name of person providing answers to follow-up questions: sales has confirmed with hcp that no needle left inside patient¿s body. There is no patient impact. The surgery ended successfully. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Suture needles and sutures can detach easily, potentially resulting in the needle or suture being retained within the patient or falling onto bedding or the floor. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One top overwrap packet and one labeled winding former with a detached needle secured with a tape piece on the paper lid were received for analysis. Product code w1611t. During visual inspection of the returned needle, the swage and attachment area were observed as expected; however, significant tooling marks were observed on the body and edge of the needle that appear to be caused by a surgical instrument. The barrel hole of the needle was examined under magnification, and suture remnants were found. The suture was not returned for evaluation. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.